Event description:
Procedure type: prostatectomy. According to the reporter: when the surgeon tried to take out the prostate in the bag from the pt's body the edge of the bag was broken and the prostate felt out into the pt's body. The surgeon was searching for the prostate for 1 hour. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).